Event description:
A malfunction was reported on the pump by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support arranged for a replacement pump and instructed the caller on returning the defective pump and managing the storage mode. The customer was advised on steps to follow upon receiving the replacement and acknowledged understanding of all instructions.